Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon burst and difficulty removing and withdrawing the device occurred. The target lesion was located in the 70% stenosed, severely calcified and moderately tortuous popliteal artery. A 5.0mmx40mmx80cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated 2 or 3 times and burst at 12 atms. During removal the balloon could not be removed from the sheath. The device was eventually removed completely from the patient. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has been received for analysis. The balloon was loosely folded with contrast and blood in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. There was a longitudinal balloon tear that span the length of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The reported balloon burst was confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The reported information indicates the device was inflated to 12atm; therefore, there is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon burst and difficulty removing and withdrawing the device occurred. The target lesion was located in the 70% stenosed, severely calcified and moderately tortuous popliteal artery. A 5.0mmx40mmx80cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated 2 or 3 times and burst at 12 atms. During removal the balloon could not be removed from the sheath. The device was eventually removed completely from the patient. There were no patient complications reported and the patient's status was stable.